Manufacturer narrative:
Syncardia has completed its evaluation of this complaint and is closing this file. Overall conclusions: the reported failure was verified in the lab at syncardia. Diode d1 was found to be the component responsible for the unwarranted annunciation of the critical sonalert. Detailed in syncardia schematics, positive voltage of 12v is applied to the cathode (the negative leg) of d1 whenever the "primary air activated" lamp is flashing. Whenever the positive voltage was present at the cathode, leakage current was flowing backwards through the diode. The leakage current flowed through the "reserve air activated" lamp and to transistor q3 on the battery alarm pcb. The leakage current was barely sufficient to forward bias transistor q3, so it partially conducted across its collector and emitter, allowing the negative leg of the sonalert to go low, thus weakly and intermittently annunciating the alarm. Diode d1 is rated to allow 5ua of reverse current at 100v. The maximum voltage applied to the diode is between 12-14vdc in circuit. It is likely that the diode was damaged prior to assembly by electrostatic discharge or excessive soldering temperatures during assembly, both of which may cause premature component failure.

Event description:
Customer reported that when the css console was disconnected from wall air, the critical audible alarm sounded when the "primary air activated" alarm indicator light was activated. There was no patient impact. This alleged malfunction posed no risk to the patient because the observed issue did not prevent the css console from performing its life-sustaining functions. The audible alarm was activated at a higher level than the alarm condition, and the patient was switched to a backup css console for customer satisfaction. The css console was returned to syncardia for evaluation, and results of the failure investigation are set forth in the failure investigation report attached hereto. The reported issue was verified at syncardia. The css console was connected to a mock circulation tank, wall air was removed from the css console, and the expected "primary air activated" light began to flash. Within three seconds, a subdued chirping noise was heard from the sonalert (critical audible alarm). The investigation revealed that diode d1 in the alarm panel was the component responsible for the unwarranted annunciation of the critical sonalert. Positive voltage of 12v is applied to the cathode (the negative leg) of d1 whenever the "primary air activated' lamp is flashing. Whenever the positive voltage was present at the cathode, leakage current was flowing backwards through the diode. The leakage current flowed through the "reserve air activated" lamp and to transistor q3 on the battery alarm pcb. The leakage current was barely sufficient to forward bias transistor q3, so it partially conducted across its collector and emitter, allowing the negative leg of the sonalert to go low, thus weakly and intermittently annunciating the alarm. Diode d1 is rated to allow 5ua of revers current at 100v. The maximum voltage applied to the diode is between 12-14vdc in circuit. It is likely that the diode was damaged prior to assembly by electrostatic discharge or excessive soldering temperatures during assembly, both of which may cause premature component failure. Diode d1 was replaced, the css console successfully passed the console test validation protocol. This alleged malfunction posed no risk to the patient because the observed issue did not prevent the css console from performing its life-sustaining functions. The audible alarm was activated at a higher level than the alarm condition.